Event description:
It was reported that during the implant procedure of a right ventricle leadless pacemaker (rvlp) that any tissue the rvlp was moved to would cause the patient to go into ventricular tachycardia. The ventricular tachycardia would convert when the rvlp was pulled back from the irritated tissue. The physician elected not to implant an rvlp. The patient was stable following the procedure.